Event description:
It was initially reported that the device was showing its charge-pak indicator after replacing the charge-pak assembly. There was no patient use associated with the reported failure. After an evaluation by physio-control, it was observed that the device would lose power immediately after being powered on.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the failure. Physio determined that the cause of the reported failure was due to a cracked negative tap, which connects the internal battery assembly to the analog pcb assembly. The battery wasn't making contact with the pcb, which didn't allow the device to stay powered on.